Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. The patient also reported wearing the pod on the internal part of his leg, which is a site not recommended for device wear. The patient experienced inflammation, sought medical attention and was diagnosed with cellulitis. The patient was prescribed antibiotics and steroids.